Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. No product or data were returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.